Manufacturer narrative:
(B)(4). The evaluation is complete. The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Damaged door latch was identified during functional testing and visual inspection. The door latch was replaced to resolve the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged door latch. No additional information is available.